Event description:
A caller reported experiencing a cartridge alarm 30 with their pump, indicating an issue during its operation. Customer's blood glucose level was affected, with the monitor displaying a "high" reading. In response, the customer addressed their elevated blood glucose by changing the cartridge and administering a correction bolus through the pump. Technical support decided to replace the pump as a resolution to the recurring issue.